Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-nov-2018 from the patient who reported that her doctor¿s office re-opened and she was able to get her pump refilled last friday ((B)(6) 2018). The pump wasn't empty, it was the low reservoir alarm that was occurring. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was displaced due to hurricane michael and was staying in another city. She was supposed to have her pump refilled by her doctor a week after the storm, but she could not reach anyone at her doctor¿s office. She started hearing a single-toned alarm from her pump on (B)(6) 2018. She had tried to reach other doctors in the area to fill her pump, but she had not been successful with getting another doctor to take her on. She went to the ER (emergency room) today ((B)(6) 2018) and they gave her a fentanyl patch, but she didn¿t want to use the patch if she still had drug in the pump. No patient symptoms were reported. No further complications have been reported as a result of this event.